Event description:
The customer reported the patient was connected to the defibrillator via ECG cable and leads for cardiac monitoring in the emergency department (ed). When to patient was being prepared for transport to the intensive care unit (ICU), the power cable was unplugged from the wall electrical outlet and the device turned off. The defibrillator lost power when disconnected from the external power source. The internal battery power source did not provide electrical power as expected. The clinicians used a second defibrillator to resume cardiac monitoring and transported the patient to the ICU. While in the ICU, the next day, the patient experienced a cardiac arrest. The second defibrillator was used to shock the patient and functioned as intended. The patient expired. The report stated that there was no negative consequence for the patient associated with the first device while in the ed.